Manufacturer narrative:
Photo evaluation: visual analysis of the photos identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed.

Event description:
Health professional reported, right side high risk of rupture. Diagnostic testing showed, a right side intracapsular rupture. The device has been explanted and discarded with a superior capsulectomy.

Event description:
Patient reported right side high risk of rupture. Diagnostic testing showed a right side intracapsular rupture. The device has been explanted and discarded with a superior capsulectomy.

Manufacturer narrative:
Continued h6: f15. A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.